Event description:
It was reported the introducer sheath leaked at the valve. No patient injury reported.

Manufacturer narrative:
One 8f fast-cath hemostasis introducer was received for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Functional testing revealed a leak at the valve. Additional testing revealed the hemostasis seal was torn at both ends of the manufactured slit which caused the leak. However, it is uncertain what caused the seal to tear. The following dates are estimated. Only the month/year is known.